Manufacturer narrative:
Conclusion: since the valve has been implanted for over 12 years, it¿s unlikely that the high gradient is due to any potential manufacturing issue. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the high gradient cannot be determined.

Event description:
Medtronic received information that 12 years 9 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with transcatheter aortic valve due to high gradients. No additional adverse patient effects were reported.